Manufacturer narrative:
Return of the device for analysis is anticipated. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Event description:
The diamondback 360 coronary orbital atherectomy device (oad) was prepared and tested prior to treatment. The lesion was moderately tortuous, heavily calcified, and 80% stenosed with a diameter from 1.5 mm to 3 mm in the right coronary artery (rca). Advancing distally to proximally, ten treatments were performed on low speed. Three treatments were then performed on high speed.angiographic imaging was performed and revealed a fracture in the viperwire advance guide wire. The oad and viperwire were removed. An unsuccessful attempt was made to retrieve the tip fragment located in the rca. Using a second viperwire was then used with the oad to perform a treatment on high speed. Using a drug coated balloon, vasodilation was performed to complete the procedure.

Manufacturer narrative:
The guidewire was returned to csi for analysis. The spring tip of the wire was not received for analysis. Visual examination confirmed the reported fracture. Scanning electron microscopic analysis identified evidence of ductile torsion on the fracture face. This type of damage is consistent with the spinning oad making contact with the spring tip. However, this cannot be confirmed, and the root cause of the fracture remains undetermined. The material inspection report for this guidewire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).